Event description:
The black tip fractured inside of patient. After this occurred, the physician was able to remove the black tip from the patient. Per hospital, a message with the product complaint department left for return of the device for investigation.